Event description:
It was reported that on (B)(6) 2011 the pulse generator exhibited backup operation. On (B)(6) 2011 the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.